Manufacturer narrative:
Product complaint # (B)(4). (B)(4) -surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was provided: on (B)(6) 2018, during an open surgery for colon cancer, the upper area of the surgical wound was sutured with the stratafix by continuous suturing, and the lower are of that was sutured with vicryl by continuous suturing. The subcutaneous fat of the patient was thick. The stratafix was used for mass closure among the peritoneum, the anterior layer of rectus sheath and the posterior layer of it. The stratafix was not passed through the fascia. Soon after the operation, serous exudate was observed. Also, the patient had a fever of 40 degrees celsius. On pod2,the reoperation was performed because the enterocele was found by CT inspection. It was found that the affected site became necrotic. The surgical wound was sutured using pds by horizontal mattress suture with single knotting. The surgeon commented that his way of using the stratafix was proper and backstitches were done. [Surgeon¿s comment about causal relationship between stratafix and event] there was causal relationship between the stratafix and the event. There is a possibility that the suture was escaped from the tissue. [Patient demographics] the patient is a (B)(6) male. [Current status of patient] the patient has been discharged from the hospital. He is currently recuperating at home. Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No information. What was the appearance of the suture during the second procedure? No information. Was the suture broken? No information. If the suture was broken, what was the location of the breakage? No. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? It was necrotic. What is physician¿s opinion as to the etiology of or contributing factors to this event? The suture might have been escaped from the tissue. " if applicable, will product be returned, return date, tracking information: the product will not be returned. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no information. Other relevant patient history/concomitant medications ? No information. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Product lot number: no information.

Event description:
It was reported that a patient underwent an open procedure for colon cancer on (B)(6) 2018 and barbed suture was used. The suture was used for mass closure among the peritoneum, the anterior layer of rectus sheath and posterior layer; on upper area of wound with size of 10-15cm. The subcutaneous fat of the patient was thick. The patient experienced wound dehiscence one day post op. CT was performed and enterocele was observed. On the second post op day, a second procedure was performed as the affected site became necrotic. The wound was closed with a different suture. The patient has been discharged from the hospital. He is currently recuperating at home.